Event description:
Guidewire advanced into fistula for pta, balloon would not advance, balloon removed, guidewire separated and floppy end of wire remained in fistula guide wire success fully removed. See scanned page.